Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to increase stimulation as the ipg was heating up and causing pain. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.